Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 05-jul-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was a return of pain. The lead was previously poorly positioned by the healthcare provider (hcp) and was revised and replaced with a new lead. The lead was discarded. The issue was resolved. The rep noted they would submit any new information that becomes available.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they were not present for the initial lead placement, however on evaluation of the imaging, it was clear that the lead was not covering the appropriate side needed for the patient's pain distribution. The rep who covered the case indicated that the surgeon could not place the lead any better. Hcp initially tried to place the lead and was unsuccessful, so they settled on placing it. The surgeon indicated they could not place the wider lead based on the patient's anatomy. The information has been confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.